Event description:
It was reported that an avéli patient is healing well but developed 5 spots of cellulitis about 5 days after treatment. The patient was treated for 12 cellulite depressions: 2 on left buttock, 1 on left lateral thigh, 3 on right buttock, 1 on right posterior thigh, and 5 on right lateral thigh. The patient started augmentin and was doing well but the spots came back. The patient then started bactrim and all spots appeared to be doing well with one day left for the bactrim. The patient was reported to have sensitive skin and shaved the morning of treatment.